Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost weight and experienced pain at the ipg site. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced with a smaller ipg resolving the issue.